Event description:
It was reported that a 57-year-old asian female patient who underwent a breast augmentation revision with a mentor memorygel, 200cc silicone breast prosthesis, experienced left-sided symptomatic rupture postoperatively. Patient had back pain prior to the surgery, the issue was diagnosed in or room. As a result, patient underwent bilateral removal without replacements on (B)(6) 2022.

Manufacturer narrative:
Devices photo evaluation completed on october 18 , 2022: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).